Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer arrived at the station and noted that the biometric identifier was not operational, reseated the connections and confirmed that connectivity was stable, verified that the drivers had been previously updated, then reinstalled the drivers and performed extensive testing in hardware test application (hta) diagnostics with no issues observed, also tested the operation in both the application and hta diagnostics, and no issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower biometric identifier was failed, user had to use password to sign in. Customer tried to reboot the station, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.